Manufacturer narrative:
H10 - the equipment was received in vyaire facility for evaluation. Service technician was unable to duplicate the reported problem regarding hw fault. All testing was performed with known good test ac adapter and patient circuit connected. Event trace reveals several "hw flt" alarm as indicated by fan fault entry (fan flt1). Upon initial power up of ventilator during bench testing, no alarms or "hw fault" displayed. Vent passed 71 hours of extended tests at customer setting without any unusual alarms and conditions. Recommended replacement of fan assembly to address the hw fault condition represented by "fan flt" alarm as pre-cautionary measure. Service technician was unable to duplicate also the reported problem regarding low o2 pressure alarms. All testing was performed with known good test ac adapter and patient circuit connected. During bench testing, unit passed the troubleshooting final test which includes alarms and ventilation functions including oxygen. To process ventilator through service to meet factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator where unit had hw fault and low o2 pressure alarms during patient transport to MRI. Furthermore, there was no patient harm reported associated with the event.